Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a hissing noise while filling the cartridge with insulin. Customer's blood glucose 370 mg/dl. A supply change was performed to resolve the issue.